Event description:
It was reported that during an unspecified procedure, deflation difficulties and a dissection occurred. The lesion was located in the left main (lm) trunk. The percent of the stenosis, degree of calcification, and vessel tortuosity are unk. The maverick2 20mm x 2.0mm balloon was inflated, however, the balloon was unable to be deflated. The number of inflations and to what atms the balloon reached is unk. Following the first attempt to deflate the balloon, the deflation device was removed and replaced with another of the same without success. The second deflation device was removed and a third unsuccessful attempt was made to deflate the balloon using a syringe. Upon attempting to pull the inflated balloon out, a vessel dissection occurred in the lm vessel. The treatment for the vessel dissection is unk. The pt's status is unk. A request for add'l info has been made.

Manufacturer narrative:
The device has not been received for analysis. If any add'l relevant info is recevied, a supplemental MDR will be filed.